Event description:
Sientra acx tissue expander ((B)(4)) with tabs was sutured in the inferior medial most aspect to allow for lower pole expansion and maintenance of the pocket in an operative procedure on (B)(6) 2013. Follow-up visits did not identify an issue until (B)(6) 2013 when it was noted the expander had rotated upside down. Expander was externally rotated back in correct position. But was noted on a subsequent visit that the expander was displaced to the upper pole of the breast. The patient has complained of pain since it was discovered the expander had rotated from its initial implanted position.